Manufacturer narrative:
Additional information: b5, g3, h6 (removed c50823) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric sleeve procedure, greater-than-expected bleeding occurred directly at the staple line during stapling, described as oozing/minimal/moderate. Ligaclips were applied intra-operatively to control the bleeding. Subsequently, while removing the gastric remnant, low resistance was perceived, and review of the removed specimen showed no staples present in one section. Inspection of the newly formed stomach showed only one staple line present instead of the expected three, and the staple line was described as incomplete centrally with staples not deployed (cut but no staples) and no staples present in the cartridge. The surgical procedure was modified during the initial surgery by removing the ligaclips and performing laparoscopic suturing in the affected area as staple line reinforcement. Anastomotic leakage was reported, and a planned gastroscopy with a hydraulic leak test was performed. It was noted that the surgical time was extended by almost thirty minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric sleeve procedure, greater-than-expected bleeding occurred directly at the staple line during stapling, described as oozing/minimal/moderate. Ligaclips were applied intra-operatively to control the bleeding. Subsequently, while removing the gastric remnant, low resistance was perceived, and review of the removed specimen showed no staples present in one section. Inspection of the newly formed stomach showed only one staple line present instead of the expected three, and the staple line was described as incomplete centrally with staples not deployed (cut but no staples) and no staples present in the cartridge. The surgical procedure was modified during the initial surgery by removing the ligaclips and performing laparoscopic suturing in the affected area as staple line reinforcement. Anastomotic leakage was reported, and a planned gastroscopy with a hydraulic leak test was performed. It was noted that the surgical time was extended by more than thirty minutes.